Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain indications. The patient reported that the communicator was not taking a charge for probably at least a week. The patient stated when the communicator was turned on, they see an orange light. The patient stated the communicator has been plugged in for 3-4 days now and they have tried several outlets. When plugged into power, the communicator does show orange light sometimes and other times, there is no indicator light at all. The patient denied damage to the devices and stated they do not feel like the power cord pops into the communicator all the way. The patient added that they have not been able to bolus due to this issue. A replacement communicator was requested from the repair department.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 31-oct-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.